Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. However, the evaluation has not yet been completed. A follow up medwatch will be submitted once the evaluation is completed or if any additional information becomes available. This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s.

Event description:
Baxter (B)(4) received a report than an infusor leaked from the edge of the coil cap during patient infusion. The device was filled with a solution containing fluorouracil. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was patient involvement, but there was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was not confirmed. Visual examination of the sample showed no signs of abnormality. A functional leak test was subsequently performed by manually filling the sample with green water to its nominal volume. During fill, no evidence of leak was observed. The sample was monitored for 24 hours and no evidence of a leak was observed at the edge of the coiled cap or at other parts of the sample. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. The solution the device was filled with also contained saline. The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.